Event description:
The physician experienced a difficult deployment. The physician pulled the sheath back as hard as possible, the filter finally lodged off the spline and deployed in the patient without incident.